Manufacturer narrative:
We have requested the cited spo2 sensor involved in the reported event to be returned for evaluation. The complaint is currently under investigation.

Event description:
Draeger medical systems, inc. Has received information from a customer that while in use on a patient, our kappa xlt monitor experienced a loss of the spo2 signal for approximately 15 minutes during a procedure in the operating room. Visual and audible alarms were present during the event when the patient coded and was revived. The patient was comatose after the occurrence. The kappa xlt monitor continued to display the ECG waveform and parameters during this time but spo2 measurements were not being displayed. The staff tried to reestablish spo2 monitoring for approximately 15 minutes and then changed the spo2 sensor and was able to reestablish monitoring.